Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from certain pockets within the station that were not being detected. A field service engineer subsequently powered down the station, reseated the pyxibus cable, and restarted the system. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not recognized on the communication bus. This issue arose when the user attempted to dispense medication to a patient. Additionally, the customer confirmed that there was a delay in the medication delivery to the patient. There were no adverse events or injuries reported based on this incident.